Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that the device began leaking during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: customer discarded product.

Event description:
The user facility reported that the device began leaking during a procedure. There was no delay, no medical intervention, and no adverse consequences.